Manufacturer narrative:
(B)(6).

Event description:
Information was received from a manufacturer representative regarding a system infection. It was unknown what factors may have led or contributed to the issue and unknown what diagnostics/troubleshooting was performed. A surgical intervention was performed (device explant) and the issue was resolved. The patient's medical history includes hypertension, previous bypass. No further patient complications have been reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.